Event description:
A male patient contacted lifecor customer support to report that one of his battery packs would not start up the monitor. He stated that when this battery pack was placed in the battery charger the red blinking bad battery led illuminated. Support sent a patient services representative (psr) to the patient to replace the battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the bad battery led was a blown fuse within the battery pack. The root cause of the blown fuse is not known, but was likely random component failure. The blown fuse was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.